Event description:
Reportedly the valve was explanted after an implant duration of 10.6 months for unknown reasons. The device was replaced with a (smaller valve). No further details were provided. Hospital reported the device was discarded and will be not returned for evaluation. Information was reported on the device implantation data card prepared by the hospital or staff and submitted to the foreign implant patient registry. No surgeon information was provided.

Manufacturer narrative:
X-ray. The device history record (DHR) review has been started. No additional information is available.

Manufacturer narrative:
On 06/23/2009 the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer letter required. This was determined reportable per edwards lifesciences procedures.